Event description:
It was reported that the patient underwent a surgical procedure on (B)(6) 2006 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted on (B)(6) 2006 concurrently with a vaginal vault suspension, anterior and posterior colporrhaphy, and cystoscopy. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence, an urethrocele, a rectocele, a cystocele, and vaginal prolapse. It was reported that following insertion the patient experienced pain, infection, urinary problems, recurrence, dyspareunia, vaginal scarring and other outcomes. No additional information was provided. (B)(4).

Manufacturer narrative:
Resubmission with the correct file number. (B)(4). It was reported that following insertion the patient experienced vaginal discharge and vaginitis. It was reported that patient underwent transvaginal excision of sling with urethrolysis on (B)(6) 2014 by dr. (B)(6) at (B)(6) due to bladder outlet obstruction secondary to sling.